Manufacturer narrative:
Section d4: product information corrected. Section a1-a4: there was no patient involved. Manufacturer's investigation conclusion: the reported event of red battery alarm/battery not charging could not be confirmed through this evaluation. It was reported the power module alarmed a red battery and it was suspected the battery was not charging. Power module (serial # (B)(6)) was received at european distribution center without the internal battery for evaluation. The unit booted up as intended and passed the self test function. Preventative maintenance was performed, and the unit passed all testing per the service process procedure. A battery was added as per the service process. A root cause of the red battery alarm/battery not charging could not be determined. The complaint does not meet the requirement of the investigation procedure for a review of the device history records. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use (rev. B) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate power module instructions for use (rev. B) under section ¿precautions¿. Section 4.0 ¿power module (pm) backup power¿ describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 instructions for use (rev. G) section 3 "powering the system" and heartmate power module instructions for use (rev. B) under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. The heartmate 3 patient handbook (rev. G) and the heartmate 3 instructions for use (rev. G) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module had a red battery alarm. The battery was not charging anymore. The battery was to be sent in for repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.